Event description:
It was reported that the patient had a surgical procedure. When they returned home, they were short of breath and couldn't walk very far. The device had been reprogrammed prior to surgery and had not been programmed back. Patient was then seen in clinic and device was reprogrammed back to the original rate response mode. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.